Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient's spouse, that the patient started having pain 4-6 weeks after the lap ventral hernia repair in 2006. The patient had a lump on the right side and felt a hard bump under his skin.